Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and eight electric shocks due to atrial fibrillation (af) with rapid ventricular response (rvr). Therapy was exhausted for both the vt and vf zones. Further review was recommended. Clinic has contacted the patient and discovered the patient has stopped taking her medication. The ICD remains in service. No adverse patient effects were reported.